Event description:
Patient undergoing bronchoscopy for evaluation for lung cancer experienced massive bleeding following biopsy resulting in cardiolpulmonary arrest. Pt was unresponsive to CPR efforts and was pronounced dead.